Event description:
It was reported via repair work order that the motion interrupt pan was damaged. It was also reported that the fowler limit switch was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.